Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the flanks using a coolcore applicator. The patient was treated on (B)(6) 2016 with coolsculpting to the upper abdomen, lower abdomen, and inner thighs using a coolcore applicator. On (B)(6) 2016 the treated areas developed firmness and visible enlargement in the shape of the applicator. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen, flanks, and inner thighs with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the flanks using a coolcore applicator. The patient was treated on (B)(6) 2016 with coolsculpting to the upper abdomen, lower abdomen, and inner thighs using a coolcore applicator. On (B)(6) 2016 the treated areas developed firmness and visible enlargement in the shape of the applicator. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen, flanks, and inner thighs with paradoxical hyperplasia (ph).

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the flanks using a coolcore applicator. The patient was treated on (B)(6) 2016 with coolsculpting to the upper abdomen, lower abdomen, and inner thighs using a coolcore applicator. On (B)(6) 2016 the treated areas developed firmness and visible enlargement in the shape of the applicator. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen, flanks, and inner thighs with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.